Event description:
The affiliate reported that foreign matter was found in the package. Before use on patient, no patient involved.

Manufacturer narrative:
Please be advised that per the new matrix on 12/06/2013, this event is being re-classified as a malfunction. Upon completion of the investigation, it was noted that the returned product was received in the original unopened package. Evaluation of the retuned product confirmed the complaint. There is a small fiber attached to the product, the product is very small in size. The exact origin/cause of fiber could not be verified; however, it is likely that this fiber was introduced to the duraform sponge during the manufacturing process. This is the first complaint of this type for this product code; therefore, it is considered to be an isolated incident. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is closed.